Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire medical engineer contacted the customer for device evaluation. The customer provided the unit config and the engineer found that vent is actually configured for hl7. Vyaire medical engineer advised customer to change the setting to intellibridge to fix issue. No update provided yet by the customer if it fixed the issue, therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us not transmitting data via ec10 module while on a patient. Furthermore, the patient was removed from the vent but no harm associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely, it is due to defect on the main electronics causing the issue. The unit is not communicating even though the port is configured correctly. Issue resolved by exchanging the main board.